Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a open book image. The customer¿s blood glucose was unknown. Troubleshooting was performed for open book image. Customer was swimming. Insulin pump received three pump error before critical pump error. Advised to discontinue use of the insulin pump and recommended customer refer to back up plan. Advised to place pump in storage mode and remove battery, press and hold the back button until the screen turns off. The insulin pump will not be returned for analysis.